Event description:
Report received error in refill of patient's pump at 9 am. Pump was using 0.5 mg/ml and a rate of 0.1 mg/day. By mistake, they refilled the pump with 5 mg/ml. (The drug concentration in the pump progamming was not changed). They realized the mistake and called the patient back. Patient is doing ok only with few signs of a rash. Report received 84 hours post refill. Hcp was unable to replace drug with correct concentration and sought advice re how to manage patient. Hcp to attempt to program patient at minimal rate. A supplemental medwatch report will be filed when additional information is received.